Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs replaced to address the issue. During testing, an issue related to the device's active exhalation control module was observed. The device's active exhalation control module needs replaced to address the issue.